Manufacturer narrative:
This report is a duplicate of report number 0001811755-2019-00551.

Event description:
It was reported that after a surgical procedure using a smoke evacuation pencil, postop bleeding from mastectomies was observed. It was also reported that the patient had to be brought back to the operating room to drain and seal the hematoma. It was subsequently reported following a customer visit that the customer believes the root cause of the hematomas to be unrelated to the esep pencil, but due to the incorrect movement of the patient on the recovery floor in the hospital.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that after a surgical procedure using a smoke evacuation pencil, postop bleeding from mastectomies was observed. It was also reported that the patient had to be brought back to the operating room to drain and seal the hematoma.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that after a surgical procedure using a smoke evacuation pencil, postop bleeding from mastectomies was observed. It was also reported that the patient had to be brought back to the operating room to drain and seal the hematoma.